Event description:
It was reported that: the facility experienced an electrical storm, which caused a momentary loss of electrical power at the facility. The circuit breakers on the air compressors at the facility opened, which led to the loss of air pipeline supply. A pt was being ventilated at the time of the power loss. The pt was in ICU and was being monitored by a heart monitor, went asystole, and was then bagged by hosp personnel. An hour after the power loss the pt died.